Event description:
On an unknown date, the patient underwent an ascending aortic replacement. On (B)(6) 2011, the patient underwent endovascular repair of a thoracic aortic dissection using two gore® tag® thoracic endoprostheses. One day prior to this procedure, the physician performed an aortic arch replacement using an open stent graft technique, and coil embolization procedure was also done in the left subclavian artery. On (B)(6) 2011, two stent grafts were deployed. The patient tolerated the procedure and did not develop any endoleak or adverse events post procedure. It was revealed that the patient did not develop any adverse event in his follow-up visits. On (B)(6) 2011, the patient developed an infection of the stent graft. Since bacterium was revealed on the coil implanted in the left subclavian artery, and the physician thought that this coil could be the cause of the stent-graft infection. On (B)(6) 2011, the physician removed the stent grafts and surgically replaced them with a graft to treat the infection. The patient did not develop any adverse event post procedure. On (B)(6) 2011, the patient was doing well and discharged of the hospital.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The review of the sterilization paperwork verified that this lot met all pre-release specifications.